Event description:
It was reported that prior to an angioplasty procedure in the calcified stenosis via the upper arm high internal fistula area, the pta balloon allegedly ruptured at 8 atm. It was further reported that it was allegedly difficult to recover the balloon through the introducer sheath. Furthermore, the ruptured balloon was withdrawn. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the calcified stenosis via the upper arm high internal fistula area, the pta balloon allegedly ruptured at 8 atm. It was further reported that it was allegedly difficult to recover the balloon through the introducer sheath. Furthermore, the ruptured balloon was withdrawn. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The photo shows the conquest 40 device partially visible in its inner packaging. The balloon is seen with blood residue. The hand-written material number and batch number in the photo match with the information available in trackwise. No specific anomalies noted. Therefore, the investigation is inconclusive for the reported balloon rupture and removal difficulty as no evidence of the failure could be determined. A definitive root cause for the reported balloon rupture and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, d2b (dqy; lit), h6 (patient, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.